Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was removed and replaced due to a possible infection. The right ventricular lead was reconnected to the replacement device. No adverse patient effects were reported.